Manufacturer narrative:
Results: the ipg was returned with an unspecified reason. As per the event details, it was "reported that the battery is empty." The ipg communicated with a test standard patient programmer and displayed a low battery warning message. Passivation testing was performed and it was determined that the low battery flag was due to battery passivation. The ipg was functionally tested and passed all testing. The ipg was explanted prior to end of life. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg was replaced with a new one due to battery depletion. The patient is now receiving stimulation.